Manufacturer narrative:
E1 - initial reporter phone is (B)(6). No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that, on an unknown date, a t-u-r y-set, nonvented, 96 inch was found to have generated a leak during patient use. The problem was: during the installation of the vesical irrigation, there was a leak, the connection was not watertight, and the liquid was leaking. They had to cut the probe to make the irrigation watertight. There was a risk of disconnection and sterility was compromised. The was one defective device reported. There was no patient harm reported.